Manufacturer narrative:
Corrected information is provided in sections d.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during surgery an ophthalmic knife was blunt. Surgery was completed with no report of patient harm. This complaint is pertaining the three of three reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. 11 opened knives, blades not in sheathing, out of blisters loose in cardboard tray. Some blades tip through sheathing into plastic tray were received for the report of blunt. Samples were visually inspected and sample 2, 7 , 9 and 10 were found to be nonconforming. Sample 2, 9 and 10 blades had bent tip and sample 7 had bent tip and damaged cutting edge. Penetration testing could not be performed due to the damage of the samples. Sample 1, 3-6, 8 and 11 were found to be conforming. Functional penetration testing was then performed and samples 1, 3-6, 8 and 11 were conforming. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the exact root cause could not be determined from the investigation performed. The damage to the returned samples 2, 7, 9 and 10 is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of blunt. The returned opened samples 1, 3-6, 8 and 11 were found to be visually and functionally conforming, therefore blunt knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. Sample 1, 3-6, 8 and 11 met specification and the exact root cause for the damaged knife samples 2, 7, 9 and 10 is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and damaged cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: 2024-31765 h.10 reflects all related report numbers associated with this product event that have been submitted at this time.